Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the response button domes being damaged, causing the button to be non-functional. The root cause of the damaged domes was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.